Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the radio frequency programmer head was out of specification electrically and therefore the head's cable was replaced and it then passed functional and systems tests. Product ID: 2090aa programmer; (B)(4).

Event description:
It was reported that the radio frequency programmer head, which was returned along with the programmer as an associated device, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.